Event description:
It was reported that after a percutaneous transluminal angioplasty of a chronic total occlusion of the popliteal artery, arteriotomy closure of a moderately tortuous and mildly calcified left common femoral artery was attempted using a perclose proglide device. Reportedly, the proglide device could not be inserted into the artery because a 0.035-inch non-abbott guide wire became stuck inside the (guide wire) lumen of proglide device. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035-inch terumo; sheath: 6-french; heparin. The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure/difficulty backloading the device over the guidewire could not be confirmed. During analysis of the device a proxy guide wire was successfully inserted through the guide wire exit port and the distal-end of the device sheath. Based on visual inspection and functional testing, of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure/difficulty backloading the device over the guidewire incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Mild calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.